Manufacturer narrative:
On 08/02/2016 a medtronic representative performed a navigation system check-out, all areas passed. Confirmed the polaris spectra system control unit (scu) was replaced. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in a process to drain a brain stem abscess, the site's navigation system foot switch did not work. After taking 3 points of tracer registration, the foot switch became unresponsive. In trouble-shooting, the site re-booted the navigation system and attempted using a second foot switch, however, the issue was not resolved. The cable socket was confirmed correct with no issues. The polaris spectra system control unit (scu) showed a blinking orange light. The site brought in a second navigation system to allow the surgeon to continue. The surgeon completed the procedure with the use of the alternate navigation system. There was no delay of therapy. There was no impact on patient outcome.